Manufacturer narrative:
The manufacturer attempted to retrieve additional information on this event and the device involved. However, no further information has been provided to date. Since the serial number of the device remains unknown, and the device remains implanted, no investigation is possible at this time. Based on the available information, it is not possible to establish a definitive root cause for the reported event. It is possible that the patient¿s clinical history and risk factors (i.e. Type 2 diabetes and hypercholesterolemia) may have contributed to the structural valve deterioration observed in this perceval s valve. It should be noted that structural valve deterioration is listed as a possible adverse event in the perceval IFU. The event is, therefore, a known inherent risk of the device. The manufacturer will take further investigative actions and provide an update to this reporting activity should further information be received in the future.

Manufacturer narrative:
Other text: valve-in-valve procedure, not explanted.

Event description:
The manufacturer was informed on this event though the publication ''sutureless and transcatheter aortic valve replacement: when rivals become allies'' by ellouze et al. In the paper, it is reported that sutureless aortic valve replacement (su-avr) and tavr have emerged as viable alternatives to standard surgical avr in higher risk patients. This case series demonstrates that valve-in-valve tavr is feasible in the setting of a degenerated perceval sutureless bioprosthesis, and that su-avr is a useful strategy in the setting of a failed tavr requiring urgent surgery. Case 3 is presented as follows: an (B)(6) year old man was diagnosed with severe symptomatic aortic stenosis and underwent suavr with a large (25 mm) perceval sutureless prosthesis, as well as coronary bypass grafts to the left anterior descending and posterior interventricular arteries. Four years later, he presented with worsening dyspnea on exertion, and was diagnosed with left ventricular dysfunction and elevated transaortic gradients. His medical history was significant for type 2 diabetes and hypercholesterolemia. Given the patient¿s age, and the presence of patent coronary bypass grafts, our heart team decided to proceed with tavr. The procedure was carried out under mild sedation and via a transfemoral approach. Using rapid pacing and tee guidance, a 26 mm sapien valve was successfully deployed with excellent results. The mean transaortic gradient decreased from 60 mmhg to 10 mmhg. Postprocedurally, the patient developed complete av block which prompted implantation of a permanent pacemaker 8 days post-tavr. A pre-discharge echocardiogram showed an ava of 1.6 cm2, with no residual regurgitation. The patient was asymptomatic at follow-up 1 month after tavr.